Manufacturer narrative:
(B)(4). Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was referred for possible generator revision due to generator migration. System diagnostics were within normal limits. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information has been received indicating that the patient is declining surgery at this time. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.